Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a device upgrade procedure, insulation anomaly was seen. Patient was asymptomatic. The lead was capped and replaced on (B)(6) 2016. Patient's condition was stable during and following the procedure.